Manufacturer narrative:
One 3 lesion nt1100¿ pain management rf generator was received into the lab for analysis. Visual inspection revealed the input, output connectors and controls appeared to be free of physical damage. The power entry module was noted to be damaged. When the generator was powered on, an error message stating: "turn off rf knob" was observed when lesion was attempted confirming the field reported event. Further investigation revealed the boards in the back of the generator were not fully seated. The boards were reseated and the issue was resolved. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with abt specifications and procedures. Based on the information provided to abbott and the investigation performed, the cause for the reported event was due to not fully seated boards located in the back of the generator.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
The generator would not start the lesion process during the procedure and the case was cancelled. The probes were disconnected and an attempt to perform the lesion with only one probe was unsuccessful and the case was cancelled.